Event description:
It was reported that the pumps were defective. In wo attachment, the device was not cooling. Per review of wo on 01jul2025, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pumps were defective. In wo attachment, the device was not cooling. Per review of wo on (B)(6) 2025, there was no patient involvement. As per investigator notification received via (B)(4) on (B)(6) 2025, according to the wo, there was no issue regarding cooling or pump failures, that was a mistake. There was a control panel failure that the device was evaluated for in the wo and confirmed in the chatter.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty control panel. The arctic sun 5000 was evaluated. During the evaluation it was found that the error description in the wo was written down incorrectly by the bd clerk (B)(6). The issue was with the control panel. Black screen when starting up the device. Control panel defective. Control panel was replaced. Cleaning, inspection, functional check, water replacement, new calibration, est, mtk performed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Complete initial reporter phone number: (B)(6). Correction: f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.